Event description:
It was reported that after the implant procedure, this right ventricular (rv) lead was surgically abandoned due to unknown reasons. Device will not return to boston scientific. No additional adverse patient effects were reported.